Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer states that serter is more of a hassle. Blood glucose level was 529 mg/dl. Customer had treated with insulin. Customer's blood glucose value was unknown at time of call. Customer declined to troubleshoot for high readings. The customer stated that she has changed site last night before she went to bed and through the night blood glucose level was high and she gave herself insulin. This morning blood glucose was still high. She took out infusion set and cannula was bent.. Troubleshoot was performed for bent cannula and was reported that the cannula was bent. The product was not returned for analysis.